Manufacturer narrative:
The connecting set (lot no. 00121633) is in use on the patient since (B)(6) 2022 until it was exchanged on (B)(6) 2024 (616 days). We have reviewed the production records of the excor connecting set for cannulas lot no. 00121633. This product was produced according to our specification. According to our database, a total of 6 connecting sets with this lot no. Were produced. 3 of them were distributed to south korea, and 3 to USA. 3 out of 6 connecting sets were in use on a patient. Two patients from south korea; one patient from primary children's medical center in salt lake city (USA), who was transplanted. So far there are no more complaints about this lot number except the current(B)(6) on patient 8091 from south korea. The affected pump and connecting set will not be returned to berlin heart for investigation, as they were given to the patient's guardian as a memorial. Therefore, berlin heart is unable to determine the cause of the cannula breach. However, based on the image provided by the site (attached), the breach was located at the edge of the connecting set, but it was not exposed to the blood path. This may explain why no blood leakage occurred. Based on similar complaints regarding cannulas, repeated bending of the cannula may cause breaches. According to the IFU, medical personnel must check the cannulae, extension set, and connecting sets for damages every 4 hours.

Event description:
Berlin heart gmbh clinical affairs was informed by the korean distributor that on 2024-07-01 a crack was detected on the connecting set for cannulas ø 6/9 mm. No blood leakage was detected. The clinic decided to exchange the pump with a new connecting set. The patient was clinically stable and had no negative effects due to the incident.